Event description:
It was reported that the ilet device screen cracked after the user rolled over on the device during sleep, resulting in an inability to unlock the device and necessitating a replacement while the user transitioned to backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included continued glycemic management on backup therapy without reported impact to blood glucose. Investigation included review of the reported damage and replacement logistics and inspection of the returned device. Investigation of this device revealed physical damage to the display consistent with external force, with no indication of device malfunction beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.